Event description:
Follow up information identified the patient¿s ipg was inoperable, and the patient was unable to communicate or charge it for about six weeks prior to surgery. The physician therefore explanted and replaced the ipg. Postoperatively, effective therapy was restored.

Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is awaiting ipg replacement surgery for unknown reason.